Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and distal end have foreign material, light guide lens had a stain inside, and forceps elevator had leakage. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process ,grip was shaved, switch box had a dent, suction cylinder had no color, due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained, the cover of light guide bundle was damaged, light guide lens had a crack, connecting tube had a cut, distal end was shaved, distal end had residual liquid, due to annual inspection, parts must be replaced, adhesive around objective lens had a crack, inside of light guide lens had stain, and water tightness of forceps elevator was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.